Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg was inoperable. Surgical intervention took place where the ipg was explanted and replaced.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg became inoperable following a surgical procedure. The date of the procedure was not provided. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery.